Event description:
It was reported during the implant attempt that the patient had diaphragmatic stimulation. The physician repositioned the lead and high thresholds were noted. A new lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.